Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in clinic with a pocket infection. The system was explanted on (B)(6) 2019. The patient was stable post procedure.